Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/19/2025 the user's caregiver reported that the user experienced both hypoglycemia with blood glucose (bg) levels of 44 mg/dl and hyperglycemia with bg levels of 389 mg/dl. The caregiver assisted with supply changes and checked bg levels, while the user self-treated with a diabetic milkshake for the low and the ilet corrective algorithm reduced the high. The event resolved at home without hospitalization or medical intervention.